Manufacturer narrative:
Inspected one opened and used partial sensor and performed continuity resistance test. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings. Unable to confirm insertion or needle complaint due to customer return sensor no needle.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they had experienced a sensor discrepancy which triggered a threshold suspend. The customer's blood glucose during the incident was 98 mg/dl while the sensor glucose was reading at 58 mg/dl. The insulin pump had suspended delivery due to low sensor glucose. There was blood at site. The sensor was returned for analysis.